Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester was using the hemopro to harvest the saphenous vein. After the dissection process was completed, the harvester attempted to use the hemopro to perform branch ligation. However, the bisector would not activate and therefore branch ligation could not be done. Therefore, the defective hemopro was removed from the surgical field and a new hemopro was opened. This new device worked as expected and branch ligation was completed. No adverse outcomes occurred due to this defect.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester was using the hemopro to harvest the saphenous vein. After the dissection process was completed, the harvester attempted to use the hemopro to perform branch ligation. However, the bisector would not activate and therefore branch ligation could not be done. Therefore, the defective hemopro was removed from the surgical field and a new hemopro was opened. This new device worked as expected and branch ligation was completed. No adverse outcomes occurred due to this defect.

Manufacturer narrative:
(B)(4).